Event description:
During placement of a mayfield radiolucent skull clamp, a rocker arm pin slipped causing a 5cm laceration on the left side of the scalp. The wound was sutured and there will be no permanent damage.